Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via 24 hr helpline sr inbox that a week prior, customer experienced a no delivery and resolved issue with an infusion set change. Customer was working on replacing insulin pump.